Manufacturer narrative:
This is the second event report for patient (B)(6) from the physician. Patient underwent vsd repair and great vessel reconstruction with cardiocel neo. The date of the procedure and age of the patient were not provided. The patient presented with re-stenosis on the first follow-up on (B)(6) 2023. The performed a catheterisation procedure to open the stenosis. The device remains implanted. Review of manufacturing records does not show deviations to the manufacturing process or errors. No changes were made to the manufacturing process to suggest a change in the product. It appears the event was unlikly related to the device. Flow obstruction following surgery is listed as a potential adverse event in the IFU.

Event description:
This is the second event report for patient (B)(6) from the same physician. Patient underwent vsd repair and great vessel reconstruction with cardiocel neo. The date of the procedure and age of the patient were not provided. The patient presented with re-stenosis on the first follow-up on (B)(6) 2023. From the report it was unclear what actions the physician performed to correct the stenosis. Based on this second event report from the same physician, it was presumed the physician performed a catheterisation procedure to open the stenosis. In this report, the physician indicated he performed a re-intervention (catheterisation procedure) on (B)(6) 2023 to open the stenosis.